Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that his reading vision has not been good following cataract surgery with an intraocular lens (iol) implant. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
(B)(4).